Event description:
One touch verio iq blood glucose meter: receive error messages 8 out of 10 times I used this meter, it says "strip fill" problem. The strips are quite expensive, about (B)(6) each. Of course, I also have to puncture my skin every time I test in order to get a blood sample, so getting an error message 8 out of 10 times is not only expensive, it's painful.